Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2016-11459 and 2134265-2016-11460. It was reported that automatic pullback failure occurred. A 240v ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro imaging catheter and a pullback sled to view the target lesion. During the procedure, motordrive overload error message occurred. The physician initiated the automatic pullback; however, after few seconds, the automatic pullback stopped. The physician tried to use manual pullback. No patient complications were reported.